Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a hysteroscopic submucous myomectomy procedure using a high-frequency resection electrode, an electrical leak in the insulation layer at the distal end of the electric cutting-ring was noticed and the cutting-ring burnt out. The device was replaced with a similar device during the procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Following field was update: g3, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was not returned for evaluation. However, the investigation was performed based on the information provided by the customer and the reported malfunction was not confirmed. The definitive root cause of the reported issue could not be determined, and it is unknown whether the product meets the specifications. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.